Manufacturer narrative:
The ge service rep performed an onsite investigation. The system software was re-installed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left monitor went black. No pt injury was reported.